Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, while the device was being applied to the colon, the surgeon was able to press the green button, but was not able to squeeze the handle, the device was not able to fire. A new device was used to complete the case. There was no patient injury.